Manufacturer narrative:
No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2005 at spinal location l5/s1. Patient is reported to have continued pain.